Event description:
It was reported the patient has not used her scs system for a couple of years. The patient wasn't able to communicate with her programmer when she tried to use the scs system recently.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.